Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to the philips that artifacts are appearing on images.there was no patient involvement.

Manufacturer narrative:
The customer requested assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty ECG leadset. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ECG lead set. As requested, a replacement lead set was ordered for the customer to resolve the reported issue and replaced. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.